Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for diabetic ketoacidosis. The nurse also states the customer has previously been hospitalized for diabetic gastro paresis poor blood sugar control. The customer's blood glucose level at the time of hospitalization was 511mg/dl. The nurse was requesting the customer be called and assisted with diabetic training.